Event description:
It was reported that during a lap cholecystectomy procedure the clip scissored on the second firing. After firing the device the tissue was sticking in the jaws. The surgeon had to shack the device to get the tissue to release. No damage to the tissue. The case was completed with the device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.